Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient caused the right ventricular (rv) lead to dislodge by twiddling. It was also reported that the patient was shocked 17 times inappropriately. It was noted the rv lead was in the right atrium. The lead was revised. No further patient complications have been reported as a result of this event.